Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced post-op condition with swelling and knee effusion. On (B)(6) 2006, original surgery-acl reconstruction. On (B)(6) 2006, large effusion and persistent swelling. On (B)(6) 2006, recurrent effusion. On (B)(6) 2006, synovectomy all compartments, revision lateral meniscectomy, screw removal. On (B)(6) 2007, continued complaint of swelling and persistent knee effusion. On (B)(6) 2007, MRI indicates that acl intact, small amount of fluid within femoral tunnel, moderate effusion. On (B)(6) 2008, MRI indicates that no change in the appearance of the acl graft since (B)(6) 2007. On (B)(6) 2010, MRI indicates that acl graft is intact and chondromalacia patella unchanged.